Manufacturer narrative:
Device evaluation: analysis of the returned device identified: yellow biological tissue. Leak test and microscopic analysis was performed which identified: device no leakage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a right side "fluid" and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported a right side "fluid" and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.